Event description:
It was reported that a pump was involved in an over infusion of 100ml of a secondary medication (medication unk). The customer stated that the infusion was programmed to deliver 80 ml at a rate of 100 ml/hr, a total of 100ml to be delivered. It was reported the infusion was set-up and programmed following proper procedure. The customer stated that when the clinician returned "after the appropriate amount of time, the secondary bag was empty; all 100ml had been infused." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and hence an eval could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.